Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing-dependent patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise which was interpreted as high ventricular rates. All other measurements were stable. The noise was not reproducible with myopotential testing. The device was reprogrammed. Patient was asymptomatic and will continue to be monitored.

Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2019. The patient's condition was stable post procedure.

Event description:
New information received indicated that the right ventricular lead continued to exhibited episodes of noise as high rate episodes but all other measurements were excellent. Programming changes were made and reduced the number of episodes. The noise was not reproducible in clinic.